Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was ultrasound-guided arteriovenous fistula (avf) surgery followed by thrombectomy of a synthetic graft, ultrasound-guided balloon angioplasty after avf creation (for hemodialysis), and ultrasound-guided thrombolysis of an upper-extremity venous catheter. The 6x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated once to 20 atmospheres and upon the second inflation, ruptured at 16 atmospheres. Ultrasound guidance did not reveal any retained fragments, and no obvious defect of the balloon was observed. The balloon was immediately replaced with a new balloon of the same model, and treatment of the patient was continued successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, materials, insufficient preparation, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: correction device available for evaluation: updated from yes to no.